Event description:
Four endeavor drug-eluting stents (ref. MFR 2953200-2010-01548, 2953200-2010-01549, 2953200-2010-01551) were implanted to the distal rca (for an in-stent restenosis), the mid rca, and the proximal rca. It is reported that approximately two months post index procedure that the pt was admitted with chest pain. Cardiac enzymes were elevated and a cardiac catheterization was done to open the rca with a stent. The chest pain re-occurred and the pt returned to the catheterization lab and two stents were deployed to circumflex artery. The acute mi was resolved and pt was discharged. Investigator event causality was not reported.

Manufacturer narrative:
(B)(4).